Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there were problems with the buttons. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.